Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the biomed mode could not be accessed through the touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the biomed mode could not be accessed through the touchscreen. There were no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. No additional information was provided.